Event description:
Additional information received that ipg was not in the surgery mode during the unrelated surgery at the end of (B)(6) 2017. Patient is unable to connect with the ipg since the surgery. No appointment is has been scheduled with the surgeon.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery and since then the patient did not connect ipg with the external devices. Manufacturer representative attempted troubleshooting but with no avail. Patient may schedule an appointment with the surgeon at a later date.